Event description:
A surgeon reported via health authorities that during the operation, the machine stopped cutting. A system message was displayed. Then another system message was displayed and the machine shut completely down. The operation was completed manually. The surgery was extended by 20 minutes. No patient impact reported. Additional information has been requested, but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).